Event description:
Patient reported "soreness, swollen, hard, lumps, capsular contracture - baker grade IV, fluid around implant" MRI performed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Edema: unable to observe, since it is a medical event. And is not related to the device. Additional observations: yellow particle observed, on the device.

Event description:
Patient reported "soreness, swollen, hard, lumps, capsular contracture - baker grade IV, fluid around implant" MRI performed. Device has been explanted and replaced with non-allergan device. This relates to the right side.